Manufacturer narrative:
H.6. Investigation: bd received 6 customer photos as well as 1 full shelf pack of bd pbpah devices for investigation. Upon review of the photos and samples, the device packages (8 out of 20 packages) appear to have been improperly sealed (open). Based on the customer photos, samples and investigation results, bd is able to confirm the customer¿s reported failure mode of open blister packages. Bd determined that the root cause of the indicated failure mode was attributed to a deficiency within the packaging process which allows for a proper sealing of the packages. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder there was damaged or open unit package/seal where sterility is compromised. This event occurred 25 times. The following information was provided by the initial reporter: the customer stated: "customer received a call from the senior phlebotomist to inform him/her before use the packaging was found to be damaged before the product was removed from the box."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder there was damaged or open unit package/seal where sterility is compromised. This event occurred 25 times. The following information was provided by the initial reporter: the customer stated: "customer received a call from the senior phlebotomist to inform him/her before use the packaging was found to be damaged before the product was removed from the box."